Manufacturer narrative:
Block b3: exact date unknown, approximate based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-8336-70 serial number: (B)(6). Batch/lot number: 7027607 model/catalog description: coveredge 32 surgical lead kit 70 cm unique identifier (UDI) # (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a battery replacement procedure, after which an infection developed at the incision site. To address this, the patient underwent a revision procedure for wound debridement and subsequently elected to have the implantable pulse generator (ipg) and lead removed. Post operatively, the patient is expected to make a full recovery. In accordance with facility policy, the explanted devices were disposed of and will not be returned for evaluation.